Event description:
Reporter stated that patient was admitted to the hospital, in 2004. Pt stated that at 12 pm, patient was at home and was not feeling well. A family member found pt at 3:30 pm, unconscious, and phoned the paramedics. Upon paramedics' arrival, patient's temperature measured 32.9 c, and pt blood glucose measured 32 mg/dl. Pt was transported to the emergency room and treated with IV fluids with normal saline. Reporter indicated that patient is currently conscious. At the time of the report, pt was still in the hospital.